Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge loading process, which prevented customer from delivering insulin. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed alarm, guided customer through loading new cartridge with proper technique after original cartridge could not be reused, and customer successfully resumed insulin therapy, resolving issue; no additional information was received regarding any further outcomes.